Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer "PICC leaking during administration, was found to be fractured on removal. Patient required replacement PICC to continue therapy. It was stated the event did not involve an urgent/live threatening medical situation. The line was replaced in time for next treatment. Patient experienced anxiety but no harm caused to patient.

Event description:
It was reported by the customer "PICC leaking during administration, was found to be fractured on removal. Patient required replacement PICC to continue therapy. It was stated the event did not involve an urgent/live threatening medical situation. The line was replaced in time for next treatment. Patient experienced anxiety but no harm caused to patient.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "PICC leaking during administration, was found to be fractured on removal. Patient required replacement PICC to continue therapy. It was stated the event did not involve an urgent/live threatening medical situation. The line was replaced in time for next treatment. Patient experienced anxiety but no harm caused to patient.